Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported an error code indicating the blower stalled. Patient involvement unknown. No patient harm reported. Patient information requested.

Manufacturer narrative:
On 2017 additional information: the customer reported the problem was not duplicated. There were no parts replaced.